Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received, the suspected device. And performed a failure investigation. The service technician was unable to duplicate the reported issue. The device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information is available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator is only giving test breaths it seems during patient use on the revel ventilator. The customer confirmed that there was no patient harm associated with the reported event.